Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle had the needle portion come unsecured from the plastic cap portion of the syringe. The following information was provided by the initial reporter: every syringe except 1 had the needle portion come unsecured from the plastic cap portion of the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown device manufacture date: unknown address information was not able to be obtained, therefore, nj was used as a place holder.

Manufacturer narrative:
H6: investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The reported issue was observed. Based on trend analysis, no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future, the complaint will be reopened for further investigation.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle had the needle portion come unsecured from the plastic cap portion of the syringe. The following information was provided by the initial reporter: every syringe except 1 had the needle portion come unsecured from the plastic cap portion of the syringe.